Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue, urinary tract infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent laparoscopic lysis of adhesions and removal of the mesh on (B)(6) 2014 by dr. (B)(6) and dr. (B)(6) due to erosion of implanted vaginal mesh pelvic and pain with a history of mesh placement at the (B)(6) hospital, (B)(6) medical center, (B)(6).